Event description:
It was reported that the patient had a urinary tract infection (uti) and urinary problems. About two weeks, later it was reported that the cause of the event was cystitis. No hospitalization was required and the patient outcome was noted as non-serious injury or illness.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v364967, implanted: (B)(6) 2009, product type lead. (B)(4).